Event description:
It was reported that this right atrial (ra) lead exhibited dislodgement. This ra lead was explanted and was replaced with same model. No additional adverse patient effects were reported.